Event description:
Additional information indicates that the loss of capture was determined to be a result of tissue being caught in the helix, which prevented appropriate fixation into the myocardium.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and inadequate sensing one day post implant. The patient underwent a revision procedure and this lead was explanted. Another lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.